Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility certified clinical hemodialysis technician (ccht) reported large gaps in the fibers and some fibers that are very thick with blood. Sample available. The estimated blood loss was unknown. The sample was available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: d1, d4, h4.

Event description:
A user facility certified clinical hemodialysis technician (ccht) reported large gaps in the fibers and some fibers that are very thick with blood. Sample available. The estimated blood loss was unknown. The sample was available to be returned for evaluation. Additional information was requested but was not received to date.

Event description:
A user facility certified clinical hemodialysis technician (ccht) reported large gaps in the fibers and some fibers that are very thick with blood. Sample available. The estimated blood loss was unknown. The sample was available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. There were two photos provided. The first photo shows the body of the dialyzer between the ports with a gap in the fiber. The second photo shows the side of the dialyzer where another gap is visible in the fibers. There is also visible blood in a section of fibers (within the fibers - no leak) and none in other fibers (streaking); this is an indication of plugged fibers. During the lot history review it was noted that there were two other complaints reported against the lot. One complaint is not associated with the current event. The other complaint addresses inadequate flow (no sample). The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) and one non-conformance (nc) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.